Event description:
It was reported that the fiber burned during the stone fragmentation. The procedure was canceled/rescheduled with a percutaneous nephrostomy procedure. The patient was sedated with regional anesthesia.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber burned during the stone fragmentation. The procedure was planned to be completed by a percutaneous nephrostomy procedure. The patient was sedated with regional anesthesia.